Event description:
Customer reported that she was hospitalized with high glucose levels and dka. Prior to hospitalization customer was vomitting and had nauseas. Customer stated that esc button has been responding intermittently, she also mentioned that she's been receiving e-21 after battery change for the past year.